Manufacturer narrative:
The rapid infuser was returned for evaluation and was tested using our standard operating procedures. Upon receipt, the power entry module and power cord were damaged due to a short circuit from saline dripping on the unit as reported by the customer. Upon replacing the power entry module and power cord, the unit performed according to our specifications. The operator's manual provides the following instructions for installing the fluid bag: "completely close bag clamps, remove the bag spike cap(s). Spike fluid bag(s), pierce it fully to ensure that fluids flow freely." The manual also provides the following warning statement: "we strongly recommend loading and priming the disposable set just prior to the procedure." The manufacturing records for this serial number were reviewed and nothing notable was observed. The disposable set involved was not returned for investigation. The manufacturing records for the associated lot were reviewed and nothing notable was identified. It was reported that there was no harm to the patient. We will continue to monitor for similar reports of this nature.

Event description:
The user facility reported the following: "belmont rapid infuser was set up in the or. Waiting for patient from the ed. The patient did not need surgery. Anesthesia re-entered the room to find 2/3 of 1000ml bag of saline dripped out of the bag and the belmont charred by the power cord."